Event description:
The customer stated that insulin leaked from the reservoir's transfer guard. Nothing further was reported.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report the previous month, after the ring was implanted, the echo demonstrated mitral regurgitation. "After allowing for myocardial recovery, the regurgitation improved somewhat but was not abolished, and I therefore elected to revise the repair."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.